Event description:
A complaint was receivedd from a customer that reported that they were receiving erratic results. They stated that they received a result of 310 mg/dl. Based on this result they went to the hospital. Approximately two hours later a blood glucose result was obtained at the hospital (method unknown) of 98mg/dl. During this period no food or medication was taken. While on the phone a review of the system was conducted. Electronic checks were satisfactory as were normal control results. The customer was using elite test sensors lot no. 1 l05jm with a expire date of may 2003. A request was made to return the system including the reagent for evaluation. In the meantime, a replacement system wil be provided.